Event description:
It was reported that the "interrogation of the device produced the message that 'wireless telemetry is not available on this device.'" The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the "interrogation of the device produced the message that 'wireless telemetry is not available on this device.' Additional information received indicated that there was radiation therapy delivered and the physician questioned if the therapy had damaged the device. The device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned analyzed, and an issue was identified with the integrated circuit.

Event description:
It was reported that the "interrogation of the device produced the message that 'wireless telemetry is not available on this device.' Additional information received indicated that there was radiation therapy delivered and the physician questioned if the therapy had damaged the device. The device remains in use. No patient complications have been reported as a result of this event.